Event description:
A report was received that the patient's ipg could not be charged. Electrocautery was used in a previous revision procedure and may have caused damage to the ipg. The physician elected to explant the ipg and replace it with a new one. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Explanted devices will not be returned to bsn as it was discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.